Manufacturer narrative:
The device has been explanted and has been returned to where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt complained about pain at the temporal bone area and a lack of benefit. Several appointments were made with this pt in order to check the implant and to increase the benefit, however, the pt was still complaining. Different fittings were tried and there was no visible skin problem which should have explained the pain described by the pt. He was seen by different vibrant med-el specialists in 2008. The rft did not show any malfunction of the vorp. The pt asked to be explanted. The pt was explanted in 2008.